Event description:
Allegedly, on (B)(6) 2026, a patient who had undergone hemiarthroplasty with insertion of a gladiator ha stem on (B)(6) 2025 sustained a periprosthetic fracture classified as garden ii. Radiographic findings showed no evidence of implant loosening, so the doctor initially planned to complete the procedure as a periprosthetic fracture fixation. However, to be certain, the doctor performed a pull-out test using a slide hammer, and the stem was easily extracted. The retrieved stem showed no ha adhesion at all, and all of the ha coating remained inside the medullary canal. The stem was changed to a zimmer long stem to complete the case. The doctor commented as follows; there is a question as to whether this pattern of stem removal - in which the bonding between the bone and the ha appears to be stronger than that between the implant and the ha? Is appropriate or expected. He would like to know about the pull-out strength and rotational resistance of this product. The sales rep commented that it is necessary to report on the product concept, the pull-out strength, and in comparison, with other companies? Ha stems, the differences in the ha coating process and the surface treatment of the underlying stem. Japan (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.